Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager was failed. A field service engineer (fse) reported that the unit was experiencing intermittent failures with the remote manager lock, occasionally indicating that the door was open even when it remained closed. Upon inspection, the latch was identified as the likely cause and was replaced. During the process, the wire harness connected to the latch was removed and carefully untangled, as it had been tightly wound during the original installation, contributing to the issue. The wiring was corrected without further complications. After installing the new latch, functionality was verified, and the hardware test application (hta) was used to confirm proper door open and close operations, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.